Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a piece of optic and haptic missing. Work order search: no similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 12.6mm micl12.6,implantable collamer lens, -8.0 diopter, would not load properly/loading issue. There was no patient contact with the product and the back up lens was used with no problem. The reporter stated that the cause of event was unknown.